Manufacturer narrative:
(B)(4). Catalog number 062941-001is the international list number which meets the requirements of the similar product listed which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) experienced infection at the percutaneous endoscopic gastrostomy (peg) site. A swab was taken which showed the presence of staphylococcus that is sensitive to augmentin, erythromycin, gentamycin, and oxacylline. On 11 feb 2016 patient was initiated on antibiotic therapy with augmentin 875 mg 3 times a day for 10 days prescribed by physician.